Event description:
Approximately three months later, a company field representative contacted boston scientific technical services (ts) to review remote monitoring data. Ts noted there were eight atrial tachy response (atr) events that showed minute ventilation oversensing on the atrial lead; however there have been no events since the lead revision from (B)(6) 2017. Also, the daily measurements have been turned off since (B)(6) for the atrial lead, as there are none since (B)(6). Ts discussed if this was a persistent problem, the recommendation would be to turn off the respiratory rate trend function. It was noted that the physician discussed this situation is due to a high impedance issue. Also, the atrs state a user initiated temp brady occurred. Ts discussed this can be due to checking an r-wave. Ts could see the starting and stopping of atr events.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that following a right ventricular (rv) lead revision procedure, the physician was testing the atrial lead (prior to wound closure) and noted the lead to be intermittently losing capture from 2.5v down to 1.1v. Sensing and impedance measurements were stable. The physician did not feel comfortable with the threshold value, therefore explanted the lead. Another lead was implanted successfully. No adverse patient effects were reported.